Manufacturer narrative:
The device and log files were returned to zoll medical corporation for further evaluation. In review of the device logs, there are no errors related to pace and no pace disabled advisories. There is also no pacing on the reported event date of 7/22, but there is pacing on both 7/20 and 7/21. On both of these dates when attempting to pace, the device has multiple lead fault advisories that continue uncleared, preventing the device from capturing or pacing on-demand. Based on trouble-shooting, log review, and final testing, no device-related issues were found to support the customer report. The device was recertified for clinical use. No trend was identified against similar reports.

Event description:
Complainant alleged that while attempting to pace a patient (age & gender unknown), the device was unable to pace. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed. This device was manufactured before the UDI requirements.